Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the on bottom case and plunger assembly removed, and a cracked right plunger case and broken bottom case inside the battery compartment. A review of the event history log identified motor rate error in the history. Functional testing was done using an occlusion test and the reported problem was duplicated. The root cause of the reported problem was a combination of a worn and dirty motor assembly, worm gear, leadscrew and clutch halves. As the pump was over 10 years old, this was considered normal wear. To resolve the problem, these parts were replaced.

Event description:
Hold dm 1.4.23